Manufacturer narrative:
Date of event: date of non-union is not known. Additional product code: hsb. (B)(4), lot number unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation (orif) of a left humerus on (B)(6) 2016. A revision surgery was performed due to a nonunion on (B)(6) 2017. One nail and four (4) screws were removed and the patient was revised to a vivigen and dbx bone graft. No issues during the revision. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Patient height reported as 152 cm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.